Manufacturer narrative:
Continuation of d11: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead product ID 977c265 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's lead was explanted due to infection. The patient's other lead was explanted due to it being pulled out of the epidural space. There was no reason stated as to why it was pulled out of the epidural space. The patient had two ins placed at the same time. Once cervically, which was explanted due to infection. The other was lumbar and was still functioning. The manufacturer representative would interrogate it on monday the 28th, to find out which battery was explanted. None of the devices that were explanted would be sent back as they were explanted in 2017. The issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient had an infected system back in 2017, and everything was explanted. Factors that may have contributed to this are unknown.